Manufacturer narrative:
Corrected data: on further review of this event it was noticed that section d7 was inadvertently not addressed in the initial MDR. Section d7: if explanted, give date: not applicable, remains implanted in the eye. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned as it remains implanted. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no other complaints has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported for a study subject that tecnis intraocular lens was implanted in patient¿s right eye and the lens was placed at axis 010. Reportedly ,there was axis misalignment of 13 degrees with tecnis toric intraocular lens observed at 6-month visit with reported axis placement of 177 in patient¿s right eye. There are no plans for secondary surgical intervention. Additional information was received, and it was learned that patient was experiencing non-directed visual symptoms like floaters in the right eye. No visual symptoms reported. Subject has exited the study and is happy. Pre-op best corrective visual acuity (bcva): 20/25 ¿ right eye. Pre-op best corrective visual acuity: 20/30 ¿ left eye. At 6-month visit uncorrected distance visual acuity (ucdva): 20/20 ¿ both eyes. Best corrective distance visual acuity: 20/20 ¿ both eyes no further information provided.